Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an error of "study does not contain video." The customer performed a procedure to whereas the patient had an issue swallowing the capsule. The patient attempted approximately 45 minutes, then the capsule was placed by esophagogastroduodenoscopy. The recorder lost the capsule signal and they were presented with an end of procedure message. The customer checked in the patient with another recorder and connected the same sensor belt, they had issues pairing the capsule, but later on it was paired. They started the video creation in the first recorder, then tech support instructed the customer to allow process to complete, and then check to see if the other video was created in the other recorder. There was no reported patient involvement or outcome.